Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the israel it was reported that the patient was admitted to hospital where they received IV antibiotics. Patient's stomach was inflamed and in order to heal it, injection site was changed to hip or thigh. No further information available.